Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no similar incidents reported from the lot. Based on the available information and without the device to analyze, a cause for the reported mechanical jam (lock line ¿ inability) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report a lock line jam during a mitraclip procedure. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr). During the procedure with the second clip, which was a mitraclip xtw, a malfunction was noted during the deployment sequence. During lock line removal, there were no observable knots. As the lock line was being removed, it became stuck. Troubleshooting was performed, and the clip was able to be removed and be replaced. The mr was reduced to grade <1. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.